Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 536 mg/dl. Customer had symptom of vomiting, excessive thirst and nausea. Customer was hospitalized due to diabetic ketoacidosis and was in a diabetic coma. Customer was wearing insulin pump at the time of hospitalization. Insulin pump failed high pressure test. Customer also reported of receiving a no delivery alarm on (B)(6) 2016 which was resolved with a complete set change.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted and the no delivery alarm functions properly during the basic occlusion test and occlusion test. However, the insulin pump was received with cracked reservoir tube and reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.